Event description:
It was reported that this right atrial (ra) lead was capped due to impedance issues and high pacing threshold measurements. The lead was successfully replaced. No additional adverse patient effects were reported.